Event description:
It was reported that during a kyphoplasty, the balloon broke inside the patient. The surgeon attempted to remove the balloon fragments using the trocar and closed suction. Some residual balloon fragments were not able to be removed and were left in the patient and their incision was closed. There was no patient injury reported related to the balloon fragments remaining in the patient. There was no medical intervention reported and no delay reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.